Manufacturer narrative:
Manufacturer's investigation conclusion. The reported events of low voltage alarms/below-average voltage values, and damage to the system controller¿s power cables, were both confirmed. The provided log file contained data spanning approximately 5 days (05sep2021 ¿ 10sep2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical low voltage alarms were observed while batteries were in use, caused by the rsoc fluctuating below the alarm threshold. Below-average voltage values were also intermittently observed, reaching values as low as 13.7 volts when connected to the power module ¿ however, atypical alarms did not occur from the observed low voltages while the power module was in use. No other notable events were observed. The system controller (serial number (B)(6) ) was not returned for analysis. However, images of the controller were provided, and its black and white bend reliefs (connector side) were observed to be damaged. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The controller was shipped to the customer on 31jul2017. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their controllers, including alarms associated with low voltage conditions. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s strain reliefs, and to obtain replacements if needed. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2021 the patient experienced low battery alarms when their batteries were each charged to 3 bars. While in the clinic the system controller was interrogated, and low voltage alarms were also discovered. The patient recalled this only occurred while using batteries and not the power module. The brass connections on the patient's battery clips were worn and the clips were replaced. The prongs in the battery connections and the black and white power cables were intact, but the patient's driveline was somewhat damaged and had rescue tape on it. On both (B)(6) 2021 the patient reported the same alarms occurred when the batteries were at 3 bars along with a yellow diamond low battery advisory alarm. The batteries were issued on (B)(6) 2021 and the manufacturer date for those 8 batteries was (B)(6) 2021. These batteries were checked and none needed to be calibrated. It was noted that the system controller was more than 4 years old and that the black and white power cables were worn. Additionally, both the system controller bend reliefs were broken, which was identified as a potential cause of the events. The patient's system controller was replaced and no further alarms were noted. Related manufacturer's reference number: 2916596-2021-05387.